Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Braking force and brake function test: to measure the braking force, we tested the prosa® and progav® with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Adjustment test: the adjustment test is used to ensure that the prosa® and progav® can be adjusted to all pressure levels. The tests are carried out with the standard prosa® and progav® check-mate and measurement tool. The prosa® valve is adjusted from 0 to 40 cmh2o and down again in increments of 4 cmh2o and the progav® valve us adjusted from 0 to 20 cmh2o in increments of 5 cmh2o. Results: the visual inspection showed a slight deformation on the housing of the prosa® valve, the progav® valve showed no apparent defects. The visually noticeable deformation on prosa® could be confirmed with a value of -0.0780 mm with the help of plane-parallelism measurement. The measured value was outside the permissible tolerance [0 ± 0.02mm]. Excessive pressure, e.g. From the adjustment instrument or a fall or blow on the patient's head, can endanger the integrity of the valve. The permeability test showed that prosa®, progav® and the prechamber are permeable. The collected, escaping liquid was in each case clear and free of possible protein residues. Additionally, we tested the adjustability as well as the brake functionality and brake force of the prosa® and progav® valve. The prosa® could no longer be adjusted. With the progav®, the pressure levels could be adjusted in steps of 5 both upwards and downwards. Due to the non-adjustability of prosa®, it was not possible to measure the braking force. However, the function of the brake could be verified without any problems. With the progav®, the function of the brake could also be verified without any problems. However, the measured braking force of 320g was outside the required specification. Finally, we have dismantled both valves. After opening the valves, clear deposits were found in both valves. Based on our examination results, we can confirm the suspicion of "non-adjustability" of the prosa® valve at the time of our examination. We suspect that the deposits found inside the valve led to the functional impairment. We can exclude a defect at the time of release. Deposits caused by natural substances in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that there was a problem with a prosa shunt system. After 3 years and 67 days the reporter suspected that the valve cannot be adjusted. Patient information: age: (B)(6) years; weight: (B)(6) kg; hight: 130 cm; gender: unknown.